Manufacturer narrative:
(B)(4). Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to motor error alarms.

Event description:
Information received by medtronic indicated that the insulin pump was not able to determine that there was a reservoir inserted. Customer reported that everything work still after changing the reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.